Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2023).

Event description:
It was reported that during a stereotactic breast biopsy procedure through normal density tissue, the needle was allegedly unable to be removed from the patient. It was further reported that, the needle came out with an open aperture. Reportedly, the probe was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. On visual evaluation, the probe appeared to have residue throughout and the device was received with the aperture completely opened condition. An in-house encor enspire system and vacuum assembly was used for functional testing. And it was noted that the related senomark is used for functional testing. The probe was loaded onto the in-house driver and calibrated successfully. The probe was able to rotate around the clock sampling successfully. The marker was able to be removed without any issue. One electronic photo was reviewed. Photo shows the product specifications of the product which was verified and it shows the encor probe needle where the aperture was in open condition. And it was noted that the tip protector was present in the needle. Therefore, based on the photo review, the reported difficult to remove and image orientation incorrect could not be confirmed. Therefore, the investigation for the reported difficult to remove and image orientation issue is kept as inconclusive as the condition of use cant be replicated as the whole device was not returned. A definitive root cause for the alleged difficult to remove and image orientation incorrect could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stereotactic breast biopsy procedure through normal density tissue, the needle was allegedly unable to be removed from the patient. It was further reported that the needle came out with an open aperture. Reportedly, the probe was removed from the patient. There was no reported patient injury.